Event description:
It was reported that an ilet user was no longer seeing glucose values on the ilet while using a dexcom g7 cgm, and customer care guided the user to toggle the cgm setting between g6 and g7 and reenter the four-digit pairing code to reestablish communication. Symptoms included no reported adverse symptoms. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included guided troubleshooting and education to confirm the correct cgm selection and pairing procedure. Investigation of this case revealed that the device function could be restored by correcting cgm configuration and reinitiating pairing. It was concluded that the event was related to configuration or pairing and that the system operated as intended after user guidance.